Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. The original emdr submission is attached.

Event description:
It was reported that the transducer prompted a usacquisitionhw_35 and usacquisitionhw_31 (overheating) error messages when it was connected to the ultrasound system. The user attempted to disconnect and then reconnect but the reported issue persisted. The planned study was a transoesophageal echocardiography (toe) but it was cancelled. There was no patient adverse event reported. No additional information was provided.